Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit of the hospital due to diabetic ketoacidosis and blood glucose (bg) level of 530 mg/dl. The customer was treated with intravenous insulin, saline, magnesium and potassium. At the time of the report with tandem technical support the customer was still admitted to the hospital. Reportedly, the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm bg reading was 50mg/dl, and the meter bg reading was 530mg/dl. No additional patient or event information was available. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.